Event description:
Reporter alleged the compact system generated an undosed result of "hi" (>600mg/dl) without the test strip being dosed with blood or control solution. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.